Manufacturer narrative:
Conducted visual and functional test: no deviation was detected that could contribute the reported event. We assume that pinning technique can contribute to slippages. Please see the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer service was contacted on (B)(6) 2020 by the customer. Customer stated that a on a patient was placed in the radiolucent skull clamp and secured with 60 lbs of pressure per the surgeon. The patient was then moved into the prone position for a posterior cervical procedure. During the case, the surgeon felt the skull clamp "pop" and the patient slid down out of the pins with her upper eye lid resting on the base of the skull clamp. The patient received a red mark on her upper eye lid and some bruising in her scalp at her hair line. No lacerations noted from the skull pins.